Event description:
It was reported that the atrial lead exhibited noise. The noise could not be reproduced. The patient's condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.